Event description:
It was reported that the balloon on the dilation catheter burst and perforated the patient's ureter. The procedure being performed was a ureteroscopy, laser litho, stent insertion and ureteral dilation. There were no pieces of the balloon missing and the balloon was not in direct contact with a stone. An acmi ureteroscope was being used in the procedure as well as an eagle inflation device. There was no resistance when the catheter was inserted. Prior to inflating with contrast media, air was purged from the catheter lumen. The device was inflated to 5 atm's when the rupture occurred.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and nothing was found that may have caused or contributed to the reported event. The instructions for use which accompanies each device states under inspection prior to use: "carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." Under the inflating the balloon catheter section it states: "do not use air or any gaseous substances as a balloon inflation medium, always use sterile liquid media." The use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. The IFU further cautions, "if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted that pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible". Additionally, the i.f.u. Contains a warning that states, "do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not complaint tissue or in the presence of certain calculi". (B)(4).